Event description:
It was reported that the trial patient had a major brain bleed. The patient was in the intensive care unit (ICU). The patient had a trial lead removal. No device malfunction was suspected. Additional information was received that the physician did not believe that patients outcome was a result of the spinal cord stimulator (scs) trial. The physician was notified that the patient was already in comfort care. The patients leads were discarded.

Event description:
It was reported that the trial patient had a major brain bleed. The patient was in the intensive care unit (ICU). The patient had a trial lead removal. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2316-50e. Serial: (B)(6). Batch: 7207264.